Event description:
Approximately 10 months following cypher stent placement, the pt returned for follow uo. Fluoroscopy revealed a stent fracture. It is unk if there was nay restenosis of if additional treatment was required. This pt underwent cardiac catheterization following an acute myocardial infarction. The target lesion is noted as the mid left anterior descending artery; however, no vessel or lesion characteristics are provided. The lesion is pre-dilated with a 2.5 x 20mm unk balloon at 14 atms for 30 seconds. Two stents are placed without atent overlap. Deployement of the 3.0 x 33mm stent was at 15 atms for 30 seconds. It is unk if post-dilation was performed.